Event description:
It was reported that a pt, implanted with a thinwall eptfe vascular graft for an axillo-femoral bypass, presented with a large hematoma in the groin area. Reportedly, the pt was sent to surgery and it was discovered that the graft had circumferentially torn approx one inch proximal to the distal anastomosis. Open repair of the graft consisted of placing an inter-positional graft at the site where the graft disrupted. The pt is currently in good condition.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records was performed and the lot met all release criteria. The DHR review showed that all process parameters were within specification. The sample has not been returned for eval to date. The investigation is currently underway.